Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the notches were observed on the lens, the lens was remain implanted and was not explanted. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.